Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length. Dried contrast was present on the outside of the shaft. The balloon was tightly folded and the stent was located between the markerbands. The distal shaft lumen including stent and markerbands appeared to have been flattened as though it had been pressed on. The shaft along with the edge of corewire had a kink parallel with each other. Microscopic examination of the stent identified damage on the proximal end of the stent; the third proximal row one strut was overlapped. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during unpacking for a coronary artery stenting treatment procedure a bent shaft was noted. When the physician pulled out the 2.25x32mm taxus liberte from the package the shaft was found to be bent. The device was never prepped and was not used. The procedure was successfully completed with a different device. No patient complications were reported and the patient status is fine. However, analysis of the returned device revealed stent damage.